Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors instrument was analyzed and found to have a broken tube extension at the orange plastic section. No piece was missing and no thermal damage was observed. Additionally, the instrument was found to have a dislodged proximal clevis at the tube extension. The probable root cause of a broken tube extension and the dislodged proximal clevis is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument froze in a flex position. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-aug-2025: reported stated that the same system was used just a different instrument instead of the broken one. The instrument was not able to open or close or move at all. There was no patient harm due to this event.